Event description:
Customer reported that the inner blue tubing of the unicircuit breathing circuit was twisted. There was no reported pt injury. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.